Event description:
It was reported that the personal therapy manager programmer (ptm) would not power on the day of the initial report. The batteries were changed and the ptm turned on. It was then noted that the refill date displayed on the ptm was not correct. There were no therapy issues noted. The device system was used to infuse fentanyl, hydromorphone, bupivacaine, and baclofen (unknown). It was later added that the patient was still having concerns regarding her device or therapy but that she was working with her doctor or manufacturer representative.

Manufacturer narrative:
Concomitant products: patient programmer model 8835, serial# (B)(4), implanted: na; catheter model 8709sc, lot# n178302008, implanted: (B)(6) 2009. (B)(4).